Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 08/06/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.53 on a patient admitted because clinically he looked like he was having a myocardial infarction (mi). There was no patient information available at the time of this report. The customer states that the patient was later discharged based on the results from the dimension of 0.00. Customer is not returning product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.